Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a leak on the secondary tubing at the location where the IV tubing and the first connection are bonded. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: 500ml bag of 5% dextrose injection usp (baxter healthcare; lot y201517, exp aug17); therapy date (B)(6) 2016. The customer¿s report of the IV tubing leaking was confirmed and replicated. A fluid leak was observed at the tubing-to-texium bond site during gravity infusion. The tubing became completely separated from the valve during microscopic examination. Only faint evidence of bonding solvent having been present at the bond site was also observed. The tubing and valve luer were tested against their respective dimensional specifications, and both were found to be within specification. The root cause of the IV tubing leaking was due to a lack of solvent applied to the attachment site during production.